Event description:
It was reported that prior to implant, extension of the helix was attempted before insertion of the lead. Although the lead was rotated at a rate of 1 round per second, the helix failed to extend. The physician rotated the lead about 5 more times, however, the helix remained the same. The lead was then straightened as much as possible to attempt insertion of the stylet for the purpose of torque releasing, but the helix remained the same. The physician attempted 10 more rotations, but finally elected to remove the lead and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and damage at implant. (B)(4).